Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one inappropriate shock. Technical services (ts) reviewed device episode data and provided troubleshooting. It was noted that this was most likely due to the presence of air within the pocket since implant procedure. Further testing and x-ray was advised. Isometric testing was performed, and further monitoring will be done. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.